Event description:
It was reported that this right atrial (ra) lead was surgically repositioned due to suspected dislodgement which was confirmed through x-ray images. Also, this lead exhibited high pacing threshold, loss of capture (loc) and low intrinsic amplitude. This lead remains in service. No additional adverse patient effects were reported.